Manufacturer narrative:
Correction: field h6 code f1001 added.

Event description:
It was reported that this right ventricular (rv) lead recorded noise oversensing. The patient was seen in-clinic to perform troubleshooting and upon manipulations and different postures, the noise was unable to be reproduced. The patient cannot remember doing anything specific during the episodes. Technical services (ts) reviewed the device data and discussed the patient is pacemaker dependent and the noise causes oversensing with consequent inhibition of pacing for periods of greater than three seconds. It was also mentioned that a lead impairment is suspected, and it was advised to perform x-rays and consider exercising the left arm to verify potential damage of the lead. The lead remains in service at this time.

Event description:
It was reported that this right ventricular (rv) lead recorded noise oversensing. The patient was seen in-clinic to perform troubleshooting and upon manipulations and different postures, the noise was unable to be reproduced. The patient cannot remember doing anything specific during the episodes. Technical services (ts) reviewed the device data and discussed the patient is pacemaker dependent and the noise causes oversensing with consequent inhibition of pacing for periods of greater than three seconds. It was also mentioned that a lead impairment is suspected, and it was advised to perform x-rays and consider exercising the left arm to verify potential damage of the lead. The lead remains in service at this time.

Manufacturer narrative:
Correction: field h6 code f1001 and a04 added.

Event description:
It was reported that this right ventricular (rv) lead recorded noise oversensing. The patient was seen in-clinic to perform troubleshooting and upon manipulations and different postures, the noise was unable to be reproduced. The patient cannot remember doing anything specific during the episodes. Technical services (ts) reviewed the device data and discussed the patient is pacemaker dependent and the noise causes oversensing with consequent inhibition of pacing for periods of greater than three seconds. It was also mentioned that a lead impairment is suspected, and it was advised to perform x-rays and consider exercising the left arm to verify potential damage of the lead. The lead remains in service at this time.